Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer was provided with a quote for onsite service and the speaker assembly, motor controller (mc) printed circuit board assembly (pcba), and power management (om) pcba to troubleshoot the issue. Final investigation and disposition are pending.